Event description:
The device reportedly displayed a constant connect electrodes message when the device was connnected to a patient, preventing the device operator from being able to analyze device operator from being able to analyze the patient's ECG rhythm. The patient's details and outcome were not reported to mpc.